Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on and functioned properly after battery installation. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, sleep current measurement, active current measurement, force sensor test, occlusion test. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. The adapt tool reveals that no relevant alarms were recorded. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces had led to corrosion. Unit also received a scratched case, stained keypad overlay, missing display window/cover and battery tube threads - cracked. In conclusion, unable to confirm the customer's concern when the unit functioned properly after battery installation. No alarms noted in adpat or during testing. However, moisture damage was noted on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced carb intake not recorded into the pump, pump did not make correct calculations. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported that their bolus wizard estimate value is not correct. Confirmed that pump did not make correct bolus wizard calculations based on information entered by the customer. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1884 was requested and customer response was the device will be returned.